Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient is having difficulties turning stimulation on/it isn¿t turning on. The patient keeps seeing a reposition antenna screen and are unable to charge. They have tried moving the antenna all around without any change in results. The patient last charged their ins to 100% a few days ago. The patient confirmed by a few days they mean within the last week. The patient tried to connect with the patient programmer but reported seeing a poor communication screen. Troubleshooting did not resolve the issue. The patient was redirected to follow up with their healthcare professional (hcp) and was sent an hcp listings. There were no patient symptoms reported and no complications reported.